Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device data logs indicated that successive attempts to charge resulted in charge failures and device disarms of the energy. During many attempts to charge the device within a very short time period, low battery warnings are issued to the user. After the 11th attempted charge, a last low battery warning was logged. The final low battery warning and shut down warning were issued to the user prior to the device powering off. Our investigation has determined that the device responded to the low battery appropriately and warned the user of a low battery state. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old patient (gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired.